Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The issue occurred earlier in the day and was resolved by the customer, who changed the infusion set and cartridge. The customer successfully resumed insulin delivery.